Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was mild tortuosity and mild calcification. It was reported upon the final angiogram, it appeared as there might be a type IV or type iii endoleak near the gate. The physician inflated another MFR's balloon, however, the endoleak did not resolve. The physician elected to monitor the pt in 30 days. The pt was given heparin and the physician believes this may have been contributing to the unk endoleak. There are no films available for eval. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results/conclusions: other - lack of information. No films available for eval. Endoleak. Other, secondary intervention.